Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that sometimes an endoscopic image was not displayed on the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the qb board due to the aging deterioration because more than 6 years had passed from the subject device had been manufactured.